Event description:
It was reported that pacemaker telemetry indicated a ventricular lead warning, and the lead showed low impedances. The patient had recently undergone surgery. The lead is still in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.